Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was alerting 01 patient line open & 02 low flow the day before. Reported nurse had device which was not on patient with a new set of pads, but device was still alerting. Device was completely emptied water from the pads. System diagnostics showed that water flow rate was 0 l/m, inlet pressure was 1psi, circulation pump command was 100 percentage, mixing pump command was 0, heater was 0, water reservoir level was 4, system hours were 2221 and pump hours were 2048. Walked through stop therapy, drain and disconnect. Reconnected and confirmed holding nowhere near clear connectors and verified audible clicks with each connection. Restarted therapy. Device had primed and had good flow at 3l/m. It was advised to swap out to alternate device and send that one to biomed for repair if the alerts persisted. Reported nurse stated they would let it run for a minute and then send to biomed to be checked out while it was not needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was alerting 01 patient line open & 02 low flow the day before. Reported nurse had device which was not on patient with a new set of pads, but device was still alerting. Device was completely emptied water from the pads. System diagnostics showed that water flow rate was 0 l/m, inlet pressure was 1psi, circulation pump command was 100 percentage, mixing pump command was 0, heater was 0, water reservoir level was 4, system hours were 2221 and pump hours were 2048. Walked through stop therapy, drain and disconnect. Reconnected and confirmed holding nowhere near clear connectors and verified audible clicks with each connection. Restarted therapy. Device had primed and had good flow at 3l/m. It was advised to swap out to alternate device and send that one to biomed for repair if the alerts persisted. Reported nurse stated they would let it run for a minute and then send to biomed to be checked out while it was not needed.